Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that the patient experienced a skin reaction that required medical intervention. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2019. The patient's mother reported that the patient developed a skin reaction/infection. She also reported that the patient had a blue line in her skin, however no clarification of this was provided. She stated that the patient's skin was sore to the touch, red, raised, and inflamed; there was a lump under the skin and some pus coming out. The patient was seen by a physician who said the site was infected. An unspecified antibiotic pill was prescribed to be taken for 7-10 days and the infection resolved after the treatment. At the time of the follow up with the mother, she stated the patient still had a lump under the skin, but they had not gone back to see the physician about it. No data or product was provided for investigation. Confirmation of the allegation was undetermined. The root cause could not be determined. No additional event or patient information is available.